Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to encoder signal out of phase. It was unable to perform the displacement test due to constant motor error. Device had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.